Event description:
Edwards learned through follow up with the healthcare provider that the patient was in stable condition and has been discharged from the hospital.

Manufacturer narrative:
Device was not returned to edwards for analysis as it remains implanted. Without return of the device for further investigation the clinical observations cannot be confirmed. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has received information that a second device was implanted in the aortic position using valve-in-valve intervention. The implant duration of the original device at the time of the procedure was approximately three (3) years and one (1) month. The reason for intervention is flailed leaflet, stenotic and both devices remain implanted. No additional details provided. Attempts to retrieve further information are in process.